Event description:
The customer reported obtaining low patient results on ion selective electrode includes sodium, potassium and chloride on their au5800 clinical chemistry analyzer. The patient sample was repeated with normal results. The customer did not release the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found bubbles in the buffer syringe. The fse replaced the buffer valves and buffer syringe to resolve the issue. The fse verified analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).